Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# v963080 implanted: (B)(6) 2012 explanted: (B)(6) 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient (pt) fell and went down on concrete. The pt stated they thought they hurt something like their hip. They initially stated they were not bruised. They went to their healthcare provider (hcp) and had x-rays done and was told nothing was broken/nothing was wrong. They were given an anti-inflammatory, a z-pack. Yesterday was their last day, but reported they are still in pain. When the patient had x-ray done it showed wires in back and pt inquired if the fall could loosen or pull out the wires. Reviewed considerations related to fall and redirected pt to hcp to check implanted system/further discuss. Pt stated they called their doctor today and they are waiting for a call back. They don't hurt when they sit still and they only hurt when they move. Pt stated this is what makes them think it's their hip. This is the third week this has been going on. The first week they thought they just bruised something and they were ok. Pt stated they do water aerobics 3x per week and the first week they did water aerobics and it did not hurt any worse than it did. Pt stated they went to doctor since they were not getting any better so pt was given pain pills that did not help and stated the z-pack did not really help either. They are not black and blue. They think stimulator is still working and they don't think it stopped working but reported "it's that area" (where the ins is located). Pt stated it's right on their left hip "like at the top of the panty line." Pt stated they fell straight down, flat down on a ceramic tile. Their right hip was bruised but their left hip is sore (where ins is located). Pt stated they have note into doctor to ask to check the x-rays to see if a lead was pulled out. When agent asked for event date pt stated "it will be three weeks wednesday." Pt stated they have a family doctor but they do not have managing hcp at this time since moving to florida 2 years ago. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2023 additional information was received from the patient. They reported that the fall's effect on the device was determined to be that it damaged the wires. They had their system replaced on (B)(6) 2023.